Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The reported event of a transmitter stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported. The probable cause could not be determined. No injury or medical intervention was reported.